Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) on during use during dwell 1of 4. The baxter technical representative (tsr) explained the alarms and had the home patient (hp) cycle power twice to clear the alarm. The hp stated that the supply bag fell off and disconnected. The tsr explained the hp to start over with new supplies, and advised to call her nurse in next 24 hours. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance received call from the hp stating that she was not sure why the supply bag fell causing the se 2240 alarm. The hp stated this has never happened before. The hp is continuing therapy with no other issues. The hp has discarded the supplies and did not have lot number. The hp has already spoke to the nurse about the alarm.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm is confirmed. The cause was the supply bag which fell and disconnected. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.